Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was an issue with the basal. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged issue may impact insulin delivery

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/01/2017 with the following findings:. No defect was found. Daily insulin delivery totals correctly reflect user's programmed basal rates. No activity outside normal use observed in the black box or download history. Basal executed successfully for 24 hours and was accurately recorded in pump histories.